Event description:
A us distributor reported that a patient was experiencing check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was pulled from the distribution node, damaging all wires in the cable. Wires going into connector j501 were all broken. Additionally, the gel fire wires were broken from the distribution node. The root cause for the damaged cable and broken wires was excessive force. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged electrode belt.